Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent occlusion alarms. As the contact was not with the customer at the time of the report, tandem technical support was unable to troubleshoot. After the current occlusion, the bolus was redelivered. The infusion set and cartridge were not changed. Blood glucose was approximately 300 mg/dl.